Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was noted there was tissue visible inside the returned helix and the helix was bent; the bent helix could contribute to helix movement. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after repositioning the right ventricular (rv) lead three times, the helix could not be extracted anymore. In an attempt to fixate the lead in a new position, the fluoroscopy showed no movement of the helix after fourteen turns; after another ten turns, the helix still did not move. The rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.